Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information from olympus australia (oaz), there was the possibility that this phenomenon was attributed to the user setting, because after oaz reset the adjustment of the color setting, the all color balance had been restored.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that the endoscopic image color became abnormal during an unspecified procedure. The service department of olympus (B)(4) (oaz) checked the subject device and found that the endoscopic image color balance was abnormal. After that, oaz reset the adjustment of the color setting and the all color balance had been restored. In additional, oaz found the connector socket on the front panel was dirty. There was no report of patient injury associated with this event.